Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead measuring 61.5cm was returned in two segments for analysis. External insulation abrasion was noted at 25.5-26.7cm and 25.8-26.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 36.6-36.9cm and 37.8-38.1cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 10.8-14.0cm from the distal tip. Internal insulation abrasion was noted at 8.3-8.5cm and 8.9-9.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.